Event description:
It was reported that customer experienced multiple pump malfunctions that required manual resets and caused delays and interruptions to insulin delivery management while error messages appeared and the system restarted. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was using temporary loaner pump, and planned to obtain replacement pump through insurance since original pump was out of warranty and could not be repaired or replaced.